Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with database. The technical support specialist synced the station to vhamiwccapyxapp.v12.med.va.gov and shrinked the storage of database to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation 4000 system had a fatal error when user was trying to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.